Manufacturer narrative:
Additional information received on june 04, 2021, indicated that the patient experienced significant breast atrophy and tissue stretching. As a result patient underwent bilateral replacements of the implants, internal capsulorrhaphy, and bilateral mastopexy. This report relates to the` right side. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information: on 1/10/2020, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, the product investigation was completed. Device investigation summary: the device was visually inspected and no apparent damage was found. Leak testing revealed a tear in the anterior aspect. No other anomalies were observed. Microscopic examination of the edges of the tear gave no indications of instrument damage. No other anomalies observed. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. Deflation is a known complication associated with mentor mammary prostheses. Possible causes of deflation of saline-filled implants include, but are not limited to the following events: excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma to the breast. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Concomitant medical products: 380cc saline mentor smooth round high profile, catalog # 3503380 sn # (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female underwent primary breast augmentation with 380cc saline mentor smooth round high profile breast implants and experienced deflation on the right side post-operational. The deflation was confirmed by the physician upon physical examination. As a result, the patient is scheduled to undergo device removal on (B)(6)2019.